Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope channel was blocked by tissue adhesive. The issue occurred at preparation for use before a lasso procedure. The patient was not under anesthesia and there was no delay reported by the customer. The procedure was completed with the same device. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the suggested event, ¿clogged foreign material in the biopsy channel, was confirmed. Therefore, the device did not meet its specifications nor function. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. Foreign material remained in the biopsy channel since the subject device was returned to olympus without conducting/completing reprocessing in the facility. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.